Event description:
Per the clinic, the patient experienced swelling and redness around the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).